Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support received the logs from customer and according to it the "pressure limited ventilation" was active. Recommended customer to change the user setting, check the user manual and update software.

Event description:
The customer reported that when they start their bellavista 1000 unit on "patient volume control mode" the tidal volume was not delivered. They did circuit test but still tidal volume was not delivered to the patient. But on "pressure control mode" it works fine but it goes to zero after some time. Patient outcome is unknown at this time.